Event description:
According to a publication by alameddine et al., bioglue was used to repair an acute type "an aortic dissection (aad). Approximately 14 weeks after the procedure, the patient ((B)(6) female) presented with severe hypoxia and a leaking proximal aortic" graft anastomosis. A CT scan and cardiac echo showed a large mediastinal hematoma and right pulmonary artery occlusion with thrombus formation. Urgent exploration showed dense fibrotic reaction with posterior disruption of the ascending aorta, and the adjacent right pulmonary artery that had an undetected eroded segment over 4 cm in length. Multiple fragments of hardened bioglue mixed with thrombi were present. Histologic examination of an area where bioglue was retained near the fa showed chronic inflammation indicating fibrosis. Unfortunately, the patient expired intraoperatively due to cardiogenic shock and disseminated intravascular coagulopathy.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.